Event description:
Following a surgical procedure for reinforcement of the anal sphnicter due to fecal incontinence a patient experienced an erosion of the fenix device leading to fenix device explant. The fenix device was used as part of the surgical procedure. Surgical procedure and device implant on (B)(6) 2016. Explant of fenix device through original incision site due to interior (anal) erosion performed on (B)(6) 2016.